Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. The patient also reported a sudden return of symptoms; the patient used the pp to verify the stim was currently on, on program #3 at 1.1, an increased stim to 1.7 which was comfortable sitting, standing and walking. The patient was to monitor their symptoms, decrease stim if it became uncomfortable, and would follow up with their healthcare provider (hcp).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.